Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy and increased hv lead impedance due to a lead fracture. The physician decided to turn the therapy off during the holidays of the patient. The lead remains implanted.